Event description:
It was reported that: "(B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. After inflating the syringe, the balloon cannot maintain pressure. Change new tube."

Manufacturer narrative:
(B)(4). The reported issue of cuff leakage could not be confirmed upon investigation of the returned sample. The customer returned an actual sample for evaluation. Based on visual inspection and functional test of the actual returned sample, no defect was observed on sample and no problem found on sample returned. Functional testing was performed by inflating the cuff and no pressure decrease was observed, indicating that no leak or slow leak was present; the pressure remained stable. A device history record review was performed, and no relevant findings were identified. Based on the investigation of the returned complaint device, no issues were found.

Event description:
It was reported that: "(B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. After inflating the syringe, the balloon cannot maintain pressure. Change new tube."

Manufacturer narrative:
(B)(4).